Event description:
The physician reported that during a follow-up visit, review of the data stored by the associated ICD (paradym dr 8550; sn: (B)(4)) revealed one noise sensing episode recorded on (B)(6) 2013 at 14:22. The physician indicated that the noise could be electrical interference and not a lead failure. The pt could not provide details about his/her activity at that time. All other recorded lead measurements were normal. Reprogramming of the persistence from 12 to 20 cycles was made. An irregularity relative to the programmer data was also incurred; there was an error message that indicated "unable to read file" and subject noise sensing episode was not saved by the associated programmer. A preliminary review of the programmer printout that contained the oversensing episode suggested that the issue was attributable to sensing of emi or myopotentials. Recommendations based on the isoline recall from 01/2013 were provided.

Manufacturer narrative:
(B)(4) 2014 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.